Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected pump error 54 or 64 alarm noted during testing or could be found in the downloaded history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering since they got an unknown pump error. The customer¿s blood glucose level was 70 to 40 mg/dl at the time of the incident. The customer used food to treat the lows. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer was also having highs. The insulin pump will be returned for analysis.